Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with unknown size unknown gel implants and experienced capsular contracture; baker grade IV on her right side postoperatively. The issue was diagnosed after physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with unknown size unknown gel implants and experienced capsular contracture; baker grade IV on her right side postoperatively. The issue was diagnosed after physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware regarding the device information, date of implant as august 6, 2020 (updated under field d6a on this form)and the date of replacement surgery with catalog number 3507001bc; serial number 9505735-041 was december 4, 2020 (updated under field d6b. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3508004bc" - field d4 for lot number has been updated to "9476708" - field d4 for serial number has been updated to "(B)(6) - field d4 for unique identifier( UDI) has been updated to (B)(4) - fields d6b for explantation date have been updated to december 4, 2020. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" mentor also became aware that the right device was also coming out of incision site. Hence, clinical code "pocket erosion" has been added to field h6 on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and pocket erosion since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).